Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The CAPA was initiated on (B)(6) 2016 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. Concomitant devices are unknown at this time.

Event description:
It was reported the patient¿s ipg was not put into surgery mode prior to undergoing an unrelated surgery (B)(6) 2017. The patient lost stimulation and the clinician programmer displayed an error message ¿there was a problem with the generator that could not be repaired.¿ assessment of the clinician programmer logs confirmed the device is in service app mode, and the ipg is inoperable. As a result, the patient may be awaiting ipg replacement.